Event description:
Follow up information identified postoperatively, patient is satisfied with therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced high impedances on multiple lead contacts. As a result, the physician explanted and replaced the patient¿s lead.